Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The product was discarded and is unable to be returned for evaluation.

Event description:
It was reported that the patient fell into a severe hypoglycemia while using the infusion device. The patient's sister stated that the patient tried to do something about the hypoglycemia, but fell into a coma too fast and was not able to call the emergency services. Her sister found her one day later. The patient´s sister did not make an allegation against the infusion device. The date of death was not provided.